Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that a tip detachment occurred. A 6f mach1 guide catheter was selected for use in a treatment procedure. The target 50% stenosed target lesion was located in a moderately tortuous right superficial femoral artery. It was observed that the tip was detached. The device was not used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed the shaft and tip were visually examined. Inspection of the device revealed that the tip was attached to the shaft and was not detached, as reported. The shaft was found to have been kinked and flattened just proximal of the tip.

Event description:
It was reported that a tip detachment occurred. A 6f mach1 guide catheter was selected for use in a treatment procedure. The target 50% stenosed target lesion was located in a moderately tortuous right superficial femoral artery. It was observed that the tip was detached. The device was not used to complete the procedure. No patient complications were reported.